Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which confirmed that a pre-implant dilation was performed using a 20 mm non-medtronic true balloon. After deployment, a post balloon aortic valvuloplasty (bav) was not performed. The valve was deployed starting at the bottom of the pigtail catheter. Prior to dislodgement, the valve depth was 2-3 mm on the non-coronary cusp (ncc) in the cusp overlap view, and 3-4 mm on the left coronary cusp (lcc) in the left anterior oblique view. Following dislodgement and paddle release, the valve depth was approximately 5 mm supra-annular on the ncc and 0 mm on the lcc. Of note, the derived perimeter measured 22.5 mm, the left ventricular outflow tract (lvot) measured 17 mm by 26 mm and the patient had a septal bulge. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, the event of dislodgement was likely related to the valve and interaction with the patient anatomy. It is possible that patient anatomy contributed to the dislodgement. A right coronary artery occlusion with subsequent bradycardia and st elevation occurred likely as a result of the dislodgement. Cardiopulmonary resuscitation was performed, and the valve was snared into the ascending aorta. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Dislodge events are typically not related to a device malfunction. Gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ve ntricular outflow tract (lvot) obstruction, patient pressures, left ventricular (lv) dysfunction, etc). Gradients can be observed despite normal device functionality. Per IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Low cardiac output (hemodynamic issue) can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). It is unknown if the patient comorbidities played a role in the reported low cardiac output. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Bradycardia is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged to a very high position after deployment but was still functioning. The valve had a mean gradient of 6 and no paravalvular leak (pvl). The patient was stable, therefore the team decided to wait 30 minutes, after which protamine was administered. The patient became hemodynamically unstable as blood flow to the right coronary artery (rca) was affected, and electrocardiogram (ECG) showed inferior st elevation. The patient had systolic blood pressure (sbp) of 40bpm, and was bradycardic. Cardiopulmonary resuscitation (CPR) was performed, and the decision was made to snare the valve into the ascending aorta. No other valve was deployed, and the patient was stable following the procedure. No additional adverse patient effects were reported.